Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnths stat) result for 1 patient sample test on a cobas e 411 immunoassay analyzer. The initial tnths stat result was 26 ng/l. The same sample tube was retested with a tnths stat result of 7.31 ng/l. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The tnths stat reagent lot was 26765401 with an expiration date that was requested but not provided. The investigation is currently ongoing.

Manufacturer narrative:
Additional information was provided that the initial tnths stat result was 26.08 ng/l with a data flag. The result was released to the doctor who questioned the result. A few hours later a second sample was drawn with a tnt hs stat result of 7.63 ng/l. Both the initial sample and the second sample were retested. The initial sample had a tnt hs stat retest result of 7.31 ng/l while the second sample had a retest result of 7.22 ng/l. The doctor was made aware of the discrepancy in results. The doctor believed the patient's symptoms were typical of a heart attack. On (B)(6) 2018 the patient had a catheterization procedure done. The tnths stat reagent expiration date was (B)(6) 2019. A field engineering specialist found a loose pipette hose. He fixed and adjusted the loose pipette hose. He verified the pulleys and springs were performing correctly.

Manufacturer narrative:
Further review of the analyzer alarm history gave no indication of a pipetting or mechanical issue with the analyzer. What caused the tubing to become loose could not be verified. After repair of the loose tubing the instrument performs accordingly. The field engineering specialist finding was determined to be the root cause.